Manufacturer narrative:
This report is submitted on may 8, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with an antibiotic (unknown mode of administration) and steroid (topical and injection). A skin revision was performed on (B)(6) 2020 to resolve skin overgrowth around the abutment. The implant remains in-situ.